Event description:
It was reported by the sales rep that during an lsh procedure, the device stapled, but did not cut. The surgeon made the cut himself and continued with the case. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned with the closing and firing mechanism damaged and with a cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was 1/3 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout tab and was found normal. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged. No functional test was performed due to the condition of the instrument. Cartridge batch # p04940.